Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure, the device would not cut and malformed staples at the end. Used a second like device to complete the case. There was no pt consequence reported.